Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to low blood glucose level on unknown date. The customer¿s incident blood glucose level was 270 mg/dl. The customer experienced blood glucose level of 220 mg/dl. The customer was treated with insulin pump. Customer did not report any symptoms related to high blood glucose level. The customer was wearing the insulin pump within 48 hours during the hospitalization.troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.